Event description:
It was reported that during the procedure, the dragonfly opstar imaging catheter was used in a 90% stenosed lesion in the mid-left anterior descending (mlad) artery. The device was prepared and connected to the ultreon 2.0 software, then advanced to the target lesion without issue. During an attempt to do a pull-back, ¿live view¿ was selected when error message, "problem detected, eject catheter" was displayed. The device would not re-connect to the system after several tries. It was decided to remove the catheter; however, it was stuck on the 0.14 non-abbott pro-water guide wire (gw) and could not be removed independently. The catheter and the non-abbott guide wire were removed as a single unit, leaving nothing in the anatomy. It was noted on the removed device that the [internal metal shaft in the catheter] had separated and remained encased within the catheter. The vessel was re-wired with a new non-abbott guide wire and stented without issue. No further imaging was attempted. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, dimensional analysis, and additional testing methods were performed on the returned device. The reported material separation was able to be confirmed; however, the reported imaging loss and difficulty to remove (from the guidewire) were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported imaging loss, material separation, and difficulty to remove (from the guidewire) appear to be related to circumstances of the procedure. The returned catheter was noted to have a separated nitinol tube and optical fiber, which are consistent with the reported material separation and with causing the reported imaging loss. There were no damages nor dimensional anomalies noted to the catheter which could be attributed to the reported difficulty to remove (from the guidewire). In this case, it is likely that the catheter experienced excess angulation (bending) to the strain relief region which caused the observed catheter damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2890 was removed.